Event description:
The integra representative reported for the user facility that scissors tip broke off in the pt during hand surgery. Tip was recovered using c-arm. There was no pt injury reported. The device was sent to the manufacturer for investigation.